Manufacturer narrative:
The reported incident could be confirmed. The device inspection revealed that the device is indeed broken at the level of its tip. The microscope investigation showed that the fracture is a typical fatigue breakage. Most likely, the breakage occurred due to an overloading, the patient must have applied large forces leading to such a fracture of the implant. It is clearly mentioned in the instructions for use that "the surgeon must warn patient that the device cannot and does not replicate a normal healthy bone, that the device can break or become damaged as a result of strenuous activity, trauma, mal-union or nonunion and that the device has a finite expected service life and may need to be removed at some time in the future." Therefore, this case is classified as a patient related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Pin broke on a hoffmann lrf that had been on a patient since october.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Pin broke on a hoffmann lrf that had been on a patient since october.